Event description:
Tibial insert would not adequately lock onto cruciform baseplate. Too much movement. Took out and implanted another insert. The second insert fit fine, locked in well. There was no adverse consequence for the patient.